Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer received a button error alarm. It was also mentioned that the customer's insulin pump was exposed to moisture. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.